Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump was not able to power on with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: the black box showed an unconfirmed replace cartridge alarm on 08/14/2015 at 14:12. The unconfirmed alarm completely discharged the battery; the pump began to continuously reboot. No damage was found to the battery compartment. A 24 hour duration test was successfully completed with no pump reboot events duplicated.